Manufacturer narrative:
Section g8 mfg: report # of the initial medwatch report indicates: 3005445717-2021-00001. Section g8 mfg: report # of the initial medwatch report should indicate: 0003015876-2021-00001. Medwatch report 0003015876-2021-01729 has been submitted to correct the issue and any further investigation will be reported in supplemental records to this report.

Event description:
The customer contacted physio-control to report that after using their device the patient was found to have a t9/t10 thoracic spine fracture. There was patient involvement in this event and the device use may have contributed to a serious injury.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient and device. No response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that after using their device the patient was found to have a t9/t10 thoracic spine fracture. There was patient involvement in this event and the device use may have contributed to a serious injury.